Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a phase of postoperative delirium, the patient clamped their modular cable severely in the area of the bend relief accidentally. The outer and fiber layer were cut by the clamp, but no technical issues occurred. The modular cable was exchanged.

Manufacturer narrative:
D6a: corrected to not include implant date. Manufacturer's investigation conclusion: review of the submitted photograph confirmed mechanical driveline damage which the account reported was due to the patient clamping their driveline. No electrical issues were reported or identified. The account submitted one photograph for review which captured the modular cable inline connector and bend relief. A cut was observed in the inline connector bend relief that penetrated the underlying outer jacket and armor layer exposing the green and black wires. There was no evidence of damage to the green wire; however, the black wire had insulation damage exposing its conductors. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot number 10108513, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and heartmate 3 lvas patient handbook, rev. G, are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.